Event description:
The patient reports a return of pain with withdrawal symptoms since pump replacement one week prior. The patient reports they have reported their symptoms to their hcp. Additional information has been requested from the hcp, but was not available on the date of this report.